Event description:
A report was received that the patient was receiving inadequate stimulation and underwent an explant procedure. During the explant, it was noted that two contacts from the right side were damaged. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-3354-25, serial: (B)(4), description: w4 splitter 2x4-25 cm. Model: sc-2366-70, serial (B)(4), description: linear 3-6 lead, 70cm. Model: sc-1110, serial: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient was receiving inadequate stimulation and underwent an explant procedure. During the explant it was noted that two contacts from the right side were damaged. The patient is reportedly doing well following the procedure.